Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, the patient was admitted to the hospital with a diagnosis of cerebral hemorrhage and respiratory failure. The attending physician administered endotracheal intubation and assisted breathing with a ventilator. During the ventilator ventilation process, a sharp whistling sound suddenly occurred. The doctor immediately went forward to check the ventilator screen, which showed that the ventilation was cancelled, and immediately used a simple ventilator to assist breathing and replaced the ventilator. No health consequences or impact.